Event description:
The patient was refilled on (B)(6) 2014. When performing the refill, their healthcare provider drew back blood into the syringe. They were now looking for a new physician. The pump contained fentanyl, bupivacaine, and morphine. Additional troubleshooting and interventions were not provided. The patient¿s outcome was also not provided. This information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).